Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient & facility information provided by reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not provided by reporter. Unknown when pain started. UDI: unknown part number, UDI is unavailable this report is for unk - plate femoral /unknown lot number. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a company representative that a surgeon has emailed them regarding a failure with a va-curved condylar plate system. The surgeon advised that an initial surgery was performed on a patient on (B)(6) 2014 for a femur fracture. The patient began feeling pain while walking on an unknown date and emitted themselves into the ER. X-rays were taken and it was discovered that the implanted va plate was broken in two at the apex of the va tab. The revision surgery was completed successfully and the patient remained in good condition upon completion. No patient information was provided at the time of the call. No x-rays will be made available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An event date of (B)(6) 2014 was provided; however, it is unknown if this is the date the patient began to experience symptoms of pain, was admitted to the emergency room, and x-rays revealing the broken plate were taken, or if is the date the plate actually broke as well. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays, date unknown.